Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device found the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
The device was returned to manufacturer after being explanted due to elective replacement indicator (eri). Upon analysis the device tested out of specification. No patient complications have been reported as a result of this event.